Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they had a power-on reset (por) message on their 3037 programmers. Patient services reviewed por considerations with the patient and advised the patient to see their health care provider (hcp) to clear the por. Patient services discussed (due to the age of implant) end of service considerations however advised the patient there was no way to know unless they went to see their hcp. The patient stated they didn't use their programmer very often, however in 2022, the patient stated "let's say in (B)(6)," they noticed that their urgency to urinate had gone up/the implant was no longer helping their symptoms. The patient stated that because of this at the beginning of (B)(6), they went to check their implant and saw the por. The patient did note that they traveled a lot for their job so they were fuzzy with the time frame however they confirmed the symptom return occurred in 2022. Patient services reviewed compatibility considerations for the implant, reviewed the newer MRI compatible products with the patient given the age of their implant and redirected to their hcp. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.